Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual or functional abnormalities were noted for the handle. The representative loading unit opened and closed repeatedly without issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during an esophageal procedure, the surgeon inserted the device from the trocar and pushed the silver button to open the jaws, but the device did not react. The surgeon pushed another button, but the status was the same. The surgeon removed the device from the field and replaced it with another handle and another battery. The adapter was connected to the handle, which was already connected to the reload. The jaws were opened and the status indicators were illuminated blue. The battery in question was inserted to the handle and the adapter and demonstration reload were connected. All of the indicators and operations had no problem. On the third checking of the operations (opening, closing, articulation, rotation), any operation became impossible. The handle indicator, the adapter indicator, and the reload indicator were illuminated normally. The status indicators were not illuminated. When replaced with another battery, the status was the same. The procedure was completed with a new device. The status of the patient is ¿no problem.¿